Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) via psr (product surveillance registry). Programming date from most recent refill prior to event was 8/25/2015. The pump was examined (B)(6) 2015 and was delivering sufenta 300.0 mcg/ml at 202.25 mcg/day; bupivacaine 25.0 mg/ml at16.854 mg/day; and baclofen 2,247.0 mcg/ml at 1,514.9 mcg/day via infusion mode of flex pattern. The pump was updated (B)(6) 2015 to increase the daily dose four percent. The patient developed symptoms of baclofen withdrawal and was admitted to the hospital. The pump was interrogated and indicated the motor stall occurred (B)(6) 2015. A review of records did not indicate magnetic resonance imaging (MRI) was done prior to motor stall. The pump was replaced on (B)(6) 2015, and a catheter revision occurred on the same date due to wear and tear at the connector site. The outcome was resolved without sequelae (B)(6) 2015. The etiology was related to the device or therapy and unlikely related to the implant procedure.

Event description:
Correction: it had been previously reported that "there was electromagnetic interference (emi) or magnetic interaction to the pump"; however, the following remark is true: "there was **no** electromagnetic interference (emi) or magnetic interaction to the pump"

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2003 (B)(6); product type catheter. (B)(4). No analysis to be performed until authorized by legal department.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving intrathecal compounded baclofen (2247 mcg/ml; lot number 118699/b) at 1573 mcg day, bupivacaine (25 mg/ml) at 17.5 mg/day, and sufenta (300 mcg/ml) at 210 mcg/day (lot number of bupivacaine and sufenta not reported; no dates of therapy reported for any medication) via an implantable pump. Indications for use included non-malignant pain, multiple back operations, and failed back surgery syndrome. Medical history and concomitant medications were not reported. On 2015 (B)(6), while already hospitalized (see manufacturer's report number 3004209178-2015-20278), the patient's pump was critically alarming and status showed a motor stall. No patient symptoms were reported with respect to the critical alarm and status of a motor stall. The date and time of the motor stall was unclear, as the patient's wife did not have access to the programming strips; there was electromagnetic interference (emi) or magnetic interaction to the pump on 2015 (B)(6) (also reported as "on or around (B)(6)"), the patient was transferred to another hospital and the pump was replaced; the explanting physician confirmed the malfunction. The pump was subsequently returned for analysis.

Manufacturer narrative:
No analysis to be performed until authorized by legal department. Code no longer applies to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.